Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was able to be confirmed. There was a radial tear in the inner member of the device. The inflation issue and difficulty deploying the stent could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the distal right coronary artery, which was 75% stenosed, mildly tortuous and without calcification. The guide wire lumen of the 3.0x18mm xience alpine stent delivery system (sds) was flushed, air was aspirated outside the patient anatomy and then the sds was advanced to the lesion without pre-dilatation. When inflation was attempted, the 3.0x18mm xience alpine sds could only be pressurized to 4 atmospheres. The stent was deployed. When negative was pulled, blood was noted in the indeflator and a leak in the balloon or shaft was suspected. The 3.0x18mm xience alpine sds was removed from the anatomy and post-dilatation was performed with a non-abbott balloon dilatation catheter (bdc) and then with another non-abbott bdc. It was reported that after the procedure, the dealer pressurized the device using a syringe at a low pressure and the balloon was confirmed to be inflated. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.